Manufacturer narrative:
Date of event date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and partially sheared off the shaft. Fortunately, it stayed to the shaft but there was resistance coming out of the sheath. No patient complications were reported. It was further reported that the target lesion was located someplace in the arm.

Event description:
It was reported that balloon rupture occurred. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured, and partially sheared off the shaft. Fortunately, it stayed to the shaft but there was resistance coming out of the sheath. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.